Event description:
It was reported to medtronic minimed that the customer reported a loss of communication issue between the insulin pump and transmitter and also the transmitter did not blink when connected to sensor. The customer reported no adverse event. The event involved products mmt-7040a, mmt-7040b, mmt-7841zn. Troubleshooting was performed and transmitter may not be working and the issue was not resolved. No harm requiring medical intervention was reported. It was unknown whether the customer will continue using the sensors. No product return is required for mmt-7040a. No product return is required for mmt-7040b. The customer discontinued the use of the transmitter. Mmt-7841zn was requested and customer response was the device was returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.